Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). There were two target lesions located in the posterior tibial (pt) artery and the peroneal artery. The lesion in the pt artery was 80 mm in length and 90% stenotic. The lesion in the peroneal artery was 40 mm in length and 90% stenotic. The physician then treated the lesions via atherectomy, but post-atherectomy angiography revealed a perforation in the peroneal artery. The physician resolved the perforation and completed the procedure by performing plain old balloon angioplasty (poba) and inflating a drug-eluting balloon (deb) across the lesion. The patient status remained stable throughout the procedure.